Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented into clinic for follow-up when post-paced t wave oversensing was observed. The device was reprogrammed. The patient was fine.